Manufacturer narrative:
Medwatch with identifier (B)(6) is aviva system, medwatch with identifier (B)(6) is compact plus system. It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported a reading of 30 mg/dl on compact plus system and reading of 112 mg/dl on aviva system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
Medwatch with identifier (B)(6) is aviva system, medwatch with identifier (B)(6) is compact plus system. It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.